Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (b)(64) alleged thirteen (13) discrepant results were generated with the sars-cov-2 assay for use on the cobas® 6800/8800 system when compared to the geneexpert platform. An investigation into the customer's allegation did not identify a product problem. No harm was alleged. Thirteen (13) mdrs will be filed, one per run, as per FDA guidance.